Manufacturer narrative:
Occupation: occupation is lay user/patient. The meter and test strips were requested for investigation, however, there are no strips remaining to return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 385605) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a qc error and discrepant inr results with coaguchek xs meter serial number (B)(4) using 2 different strip lots. This medwatch will cover strip lot 38560522. Refer to medwatch with patient identifier (B)(6) for information on strip lot 39739323. The customer tested with strip lot 38560522 and got a result of 3.2 inr at approximately 1:00 p.m. The customer tested with strip lot 39739323 and got a result of 2.1 inr at 2:01 p.m. The customer isn't sure which result is correct. The customer's target inr is 2.3 inr. There was no allegation that an adverse event occurred. The customer is in good health. The meter has never been cleaned.